Event description:
The dexcom g7 continuous glucose monitoring (cgm) system. Over the past 6-8 months, I estimate that at least 75% of my patients who use this system have reported several issues including the following: sensor fails before the duration of use (10 days) is up. Sometimes this happens within 1-2 days of starting the sensor. This results in the patient having to use up their monthly supply of cgms very quickly or having to go without use of cgm while awaiting a refill or replacement. Sensor inaccuracy. Patient will report that the dexcom was reading continuously high (>400mg/dl) or low (<40mg/dl), but when confirmed with a capillary blood glucose reading the dexcom was significantly inaccurate. For example, one time a patient reported that the dexcom they used in conjunction with their insulin pump showed that the reading was low, but the confirmatory blood reading was in the 300s. This led to the insulin pump stopping insulin delivery and the resulting hyperglycemia. Additionally, for patients who have their cgm connected to a hybrid closed loop insulin pump, the required consistent connection between the dexcom g7 cgm and the insulin pump is often intermittent and difficult to maintain. This inhibits the pump from giving the correct amount of insulin which leads to both hyper- and hypoglycemia. Patients are often limited in their cgm choice based on insurance or compatibility with their insulin pump which means that for some kids, the dexcom g7 cgm is their only option. As you are aware, the use of a cgm in people with diabetes can improve glycemic control and is recommended by the american diabetes association for all people with diabetes, but it is especially important in the pediatric population as they can lack communication skills and bodily awareness of hypo- and hyperglycemia. In the past, my solution for the dexcom g7 issues was to move my patients back to the dexcom g6 model which has far fewer issues in accuracy and connectivity with insulin pumps. However, with the recent announcement from dexcom to stop production of the g6 model in (B)(6) 2026, I am very concerned for both the health and safety of my patients who may be forced to use the dexcom g7 system or have no cgm at all.